Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. The patient reported a loss of therapy. It was reported that the after the car accident in (B)(6) 2017 the patient met with the representative to trickle charge the implant. After that the device worked. No further complications reported.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient reported no telemetry or poor telemetry with recharging. The patient stated that they were in a car wreck on thursday last week and since have had issues connecting their recharger to charge the ins. The patient called back for troubleshooting. The patient stated that they are getting a reposition antenna screen on the recharger. The patient tried with their programmer and got a poor communication screen. The patient stated that they had been keeping up with their recharge sessions prior to the accident. The patient was forwarded to their healthcare provider (hcp) to have the device checked. The patient was no able to communicate with another external device. No further complications were reported or anticipated. No symptoms reported.